Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation confirms the entire distal end where it tapers off from the shaft is broken but the broken end not returned with the device. The complainant stated that the broken part of the device was removed and no fragments were left inside the patient. The device shows normal wear and it seems to be an old device. No information was provided regarding the patient bone quality. It is possible that the device has seen heavy use in the field that could have contributed in the reported failure. Other than this possibility, we cannot discern a specific root cause for the reported failure at this time. Further, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported via email by the office admin that during an acl procedure, the tip of their 2.5mm driver broke off in the screw. The fragment was removed. There were no patient consequences. The device is being returned for evaluation.